Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: product ID: etlw1613c82ej, serial/lot #: (B)(4), ubd: 08-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66m abdominal aortic aneurysm on (B)(6) 2018. The stent graft limb etlw1613c2ej was implanted on the right ipsilateral side. It was reported that CT angiography on an unknown date in (B)(6) 2019 showed the limb in the right external iliac artery (eia) was occluded and thrombotic occlusion was found near the flow divider. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.